Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for proximal humerus fracture with the locking screws in question. During distal locking, it seemed that the locking screw (28mm) was too short and the screw head was not in contact to the plate. The surgeon could not turn the screw any further because the screw was stuck. The surgeon then replaced the screw (28mm) with the locking screw (30mm), but it came off with a screwdriver when he inserted the screw (30mm) and pulled out the screwdriver. He inserted the screw (30mm) again and remained it in the patient. There was no surgical delay. No further information is available. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screws: locking (part# unknown, lot# unknown, quantity 1), 4.0mm ti locking screw w/t25 stardrive 30mm f/im nails-ster (part# 04.005.420s, lot# unknown, quantity 1). This report is for one (1) unk - screwdriver. This is report 3 of 3 for (B)(4).